Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: three (3) batteries were returned for evaluation. Various analyses were conducted and reviewed in order to e valuate the performance of the devices in relation to the reported event. Failure analysis of the returned device revealed that the devices passed visual inspection. Functional testing revealed that the batteries were unable to charge due to a flag. Further analysis revealed that the flag was due to an over-voltage fault by the analog front end (afe) that was triggered when a cell pair increased above the voltage threshold. When an over-voltage fault occurs, the batteries are unable to charge but can still provide power. The battery charger status indicator remain yellow then flash red after eight (8) hours due to a charge time-out. The flag was removed after allowing the batteries to discharge, causing the voltage to decrease below the voltage threshold. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to an overvoltage fault by the analog front end (afe) integrated circuit. Based on an investigation, batteries with a cell over voltage condition can be attributed to battery chargers assembled with incorrect inductors. Additional products: heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 30-nov-2019 / serial or lot#: (B)(4), UDI #: (B)(4), device available for eval: yes, return date: 07-oct-2019. Device eval by MFR: yes. Dev rtn to MFR? Yes. Mfg date: 10-nov-2018. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 30-nov-2019 / serial or lot#: (B)(4), mfg date: 10-nov-2018. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The batteries were returned to the manufacturer because they showed four green bars on the battery charge capacity display, but when placed on the battery charger the batteries would display a yellow status light and would not charge and turn green. The batteries subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.